Event description:
A patient reported blood glucose results of "473 mg/dl, 200 mg/dl, and 161 mg/dl" with a lifescan meter performed within 10 minutes of each other. The meter, test strips and control solution were replaced.